Event description:
The user facility reported that the patient on impella cp support had bradycardic arrhythmia with flat heart rhythm and a line, but patient remained awake and alert. The physician took the patient for temporary pacemaker placement. Additionally, the patient received two units of red blood cells (prbcs) for an unknown source of bleeding. Patient required 2 more units of prbcs. No obvious signs of active bleeding but potentially left groin venous sheath. Impella site did not have any oozing or hematoma. It was further reported that the patient had ventricular fibrillation arrhythmia on day two of impella support and heart rate sustaining in the 190s. The physician spoke with family and decided to withdraw care. The patient expired shortly after. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation for the reported ventricular fibrillation (vf) and unknown source of bleeding has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the bleeding nor the vf could not be determined. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿